Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, high impedance was observed on both atrial and right ventricular lead. The leads capture could not be confirmed. When the patient presented for the lead revision procedure, impedance value of the two leads was normal via pacing system analyzer (psa). The defective device header was suspected. The physician elected to explant and replace the device. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of high pacing and hv lead impedances was confirmed in the laboratory. The analysis indicated the voltage driving the protect fets was low. As a result, the protect fets were not properly functioned. The cause of the loaded signal was found to be due to a hybrid anomaly.